Event description:
It was reported that the patient was having difficulty charging the ipg more frequently and was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.